Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: water leakage was found due to damaged suction cylinder; water leakage was found due to deformation of scope connector case unit and up/down knob; insulation resistance failed due to burn on plastic distal end cover; universal cord, channel mount, and adhesive around light guide lens had corrosion; forceps channel port was shaved; light guide lens had a crack; connection tube had a wrinkle; control unit, flexible printed circuit, mount, plug unit, circuit board unit in suction connector, cable unit, scope connector cover, outside shield unit, and micro connector had corrosion due to water leakage; and due to corrosion on plug unit e315 occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was leaky. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: adhesive on bending section cover had foreign objects due to a crack on it. The reported fault was likely a result of wear and tear. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The initial medwatch reported the device had the foreign material stuck in the device, however, the customer returned the device without completely reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury were it the malfunction were to reoccur.